Event description:
A customer reported that their pump battery was depleting too quickly, although this did not lead to a pump shutdown. The customer's blood glucose level was within the normal range, with a specific value of 95 reported at one point. The customer had already attempted to fix the issue by reinstalling the mobile app, and technical support instructed the customer to fully charge the battery. Follow-up actions included sending a follow-up email and reviewing the pump's logs for power source alerts. The case was set to be closed after these steps.